Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the guidewire had failed to advance in the left ventricular (lv) lead. The physician made several attempts to implant the lv lead but was unsuccessful. The lv lead was removed and replaced. The patient was in a stable condition.